Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and discovered that the white blood count (wbc) bath was overflowing. The fse replaced the 3-way waste pinch valve and the waste pump. The fse ran numerous samples with no leaks observed. The fse also ran shutdown/startup and controls, which all passed within instrument specifications. The fse verified repair per established procedures and all results met published performance specifications. The root cause could not be determined to date for this event. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was fluid leaking in the front of the coulter act diff 2 analyzer. The spill was cleaned up, by the customer, according to the defined laboratory protocol. No injuries occurred and medical attention was not sought. There was no report of operator exposure to mucous membranes or open wounds. Patient treatment was not affected in this event.